Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. A data investigation will not be performed as signal loss up to one hour is within specification. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event information is available.